Event description:
My daughters t-slim x2 diabetes pump from tandem diabetes malfunctioned and dose my daughter 12 units of insulin which is 12x's the amount she receives. Her carb ratio is 1 unit to 16 grams of carbs. In order for her to get 12 units she would have to eat 226 grams of carbs which would never happen. We caught it and acted fast and gave quick sugars and dialed 911. We were quickly transported lights and sirens to the hospital. We were kept there for 5 hours to make monitor her and keep an eye on her organ function. After we noticed her pump gave her 12 units on an override dose, which it should not have done, we immediately took the pump off. The pump has not been put back on. This is the second pump we have received from tandem in a year and 10 months for malfunctioning. There is no reason this should have happened. With their device malfunctioning this way my daughter could have died. Thank goodness she was with me and we were able to act quickly and the fire department got there as quickly as they did or things could and would have been way worse. This needs to be addressed immediately before it happens to anyone else.

Event description:
Add'l info received on 12/03/2015 for report mw5177141 to update procode to qfg.